Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, during the procedure the inserter/tightener was broke. The surgery was completed without delay. There were no fragments are generated. There was no patient consequences are reported. This complaint involves two (2) devices. This report is for (1) verse x25 inserter/tightener. This is report 2 of 2 for (B)(4).